Event description:
Swelling noticed on left side of baby's head. Baby taken for examination and was diagnosed with a fractured skull and brain injury. Hospitalized and a shunt implanted. Baby is in the intensive care unit. Unsure of long term effect of injury which family believes stems from use of vacuum extractor at birth.